Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10479, related manufacturer reference number: 1627487-2019-10475, related manufacturer reference number: 1627487-2019-10476, related manufacturer reference number: 1627487-2019-10477. It was reported the patient¿s scs system was not providing adequate therapy. Diagnostics revealed contacts 3 and 8 had high impedances. Field representative attempted reprogramming unsuccessfully. X-rays confirmed lead migration. As a result, the leads were explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively. It is unknown which leads were affected, therefore, all leads are being reported on.